Event description:
A (B)(6) y/o male with h/o htn, dm complicated by diabetic nephropathy. Cad status post lvad (B)(6) 2018 had persisted right peripheral vision loss apparently for past 3 weeks did not seek medical care. Head CT on (B)(6) 2019 at outside hosp shows left occipital lobe infarct likely in setting of ischemia. Inr was therapeutic.